Event description:
It was reported that the patient experienced alarms without displaying any issues and the touchscreen was unresponsive. There was no adverse impact to the customer's blood glucose level as they were not experiencing high or low ranges. The customer was out of warranty and is in the process of obtaining a new device, declining further follow-up from technical support.